Event description:
Left total knee revision with synovectomy, patellar component revision and polyethylene liner exchange. Intraoperative findings revealed the left knee to have copious amounts of normal-appearing joint fluid. There were no signs of infection. There was some excess polyethylene liner wear associated with the spine of the posterior stabilized component anteriorly. Otherwise, there was no significant signs of severe polyethylene liner wear. However, there was severe patellar component where associated with osteophyte formation. However, there was significant signs of patellar component wear with delamination and pitting. The patient was then taken to the recovery room in satisfactory condition. There were no complications. The patient had a left knee replacement. Approximately 5 years and 9 months after the initial procedure the patient had a left knee revision. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2022-01021 multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01021. D10: concomitant devices 02-010-01-0250 - logic femoral ps cem left sz 5 sn: (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t (l&r) (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm (l&r) (B)(6) , 204-70-00 - tibial stem ext. Screw (l&r) (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of pain, swelling, prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.